Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported suction loss during a lasik flap procedure. Additional information was received from site representative which reported that the procedure was completed with another patient interface. No patient harm. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of logfile for the day of treatment shows the reported event vacuum issue after laser firing could not be confirmed. The error message related to ¿patient release activated¿ occurred during docking before laser firing at 4th treatment. The system was restarted and the treatment was performed without any error or problem. The reason for the occurrence of this error message could not be determined according to the log file. Logfile review shows no vacuum problem/suction issue with the system was detectable. The possible root cause could be that something was hitting the delivery arm during docking. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).